Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, there was a suspicious break in the inner packaging of a 10x060 smart control 80cm stent delivery system (sds) self-expanding stent (ses) when the package was opened. There was a crease and the seal was open. The integrity of the sterile pouch was compromised. There was no reported patient injury. There was no possibility that the product had been purposely opened in anticipation of use, and when not used was reshelved. The damage was noted during the procedure, when nurse opened the stent package. The device was not used. Additional information was requested but not provided. The device was returned for analysis. A non-sterile ¿pkg assy 10x060 smart vas 80cm¿ was received coiled inside a clear plastic bag. The original inner seal package/pouch was not received for evaluation. The device was unpacked for product evaluation. The device was inspected for damages/anomalies and a kinked/bent condition was observed in the outer sheath located approximately at 1.5 cm from proximal end. No other anomalies were observed during the visual inspection. The seal was not received for evaluation; therefore, the seal pull test could not be performed. The reported ¿packaging/pouch/box compromised sterility- seal open¿ cannot be confirmed as the device was not returned for analysis in its original packaging, nor were procedural images provided. Therefore, the exact cause of the event reported cannot be conclusively determined. Without the return of the device for analysis in its original packaging, we cannot confirm a compromise in sterility and that the seal was open. According to the instructions for use, which is not intended as a mitigation of risk, ¿note: do not expose the catheter to organic solvents (e.g. Alcohol). Note: do not use if the inner package is open or damaged. Note: do not resterilize. Exposure to temperatures above 54°c (130°f) may damage the catheter. Note: store in a cool, dark, dry place. Removal from package: open the pouch, grasp the hub and gently take the catheter out.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18232020 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a suspicious break in the inner packaging of a 10x060 smart control 80cm stent delivery system (sds) self-expanding stent (ses) when the package was opened. There was a crease and the seal was open. The integrity of the sterile pouch was compromised. There was no reported patient injury. There was no possibility that the product had been purposely opened in anticipation of use, and when not used was reshelved. The damage was noted during the procedure, when nurse opened the stent package. The device was not used. Additional information was requested but not provided. The device was not returned as expected.